Event description:
It was reported that the device displayed all three (attention, charge pak and wrench) icons and it would not power on. The charge pak (internal battery charger) was replaced but the device was dead. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the rptr technical assistance and advised purchasing a replacement device. F/u with the caller found that the facility removed the device from service and will be trading in it for a credit towards a purchase of a replacement defibrillator.